Manufacturer narrative:
Investigation was completed on aug. 28, 2024. All three electrodes show a broken off active electrode wire. The broken surfaces show a ductile appearance. Also, the electrodes are bent. As the broken surfaces shows a ductile appearance which is the sign for a break by force and the electrodes are bent, it is most likely that the electrodes got exposed to excessive force during application. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the cutting loop broke off the product during use. This occurred multiple times during same procedure. Additional comments: broken tips from bipolar cutting loop had to be retrieved from patient during procedure. Alternative equipment was used - bipolar loops were removed from procedure and monopolar loops were used to complete procedure. Due to the complex issue reported the case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).